Manufacturer narrative:
E1: (B)(6) (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire; the paly of the upward/downward angulation control knob was out of standard value due to wear of angle wire; adhesive on bending section cover had chipped, had white clouded area; switch 1 had a cut; adhesive around objective lens and light guide lens was peeled; light guide lens had a crack; universal cord, image guide protector, switch 3, switch 2, connecting tube had scratched; paint on suction cylinder was peeled; control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a cloudy image. The device was returned for evaluation. During the device evaluation, the foreign object came out of the nozzle and foreign object in the plastic distal end cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). H10: it is unknown whether reprocessing was practiced in accordance with instructions for use following three unsuccessful attempts to obtain the related information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle and on the cover of the distal end section could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.